Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that during cardiac catheterization, a guide wire break occurred. The physician used a 182cm luge guide wire on an unspecified vessel. The device was removed from the guider and wiped off and it was noted that there were no snags or tears. After reinsertion into the guider, it was noticed that the wire was much shorter and the apex of distal point of the wire was found on the floor. They removed the broken wire and pulled another wire with the same lot to finish the procedure. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The visual inspection was performed. The device returned fractured in two sections: the part#1 presented the body kinked approximately from the proximal end; and the part#2 presented the body kinked from the distal end. (B)(4) analysis was performed and the results of the analysis are as follows. Failure on hypotube section on both samples occurred due to a bending overload followed by a tension overload. Fatigue was observed on part#1 suggestion a cyclic bending event. Failure on corewire of both samples occurred by a tension overload with a multidirectional bending moment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
(B)(4). It was reported that during cardiac catheterization, a guide wire break occurred. The physician used a 182cm luge¿ guide wire on an unspecified vessel. The device was removed from the guider and wiped off and it was noted that there were no snags or tears. After reinsertion into the guider, it was noticed that the wire was much shorter and the apex of distal point of the wire was found on the floor. They removed the broken wire and pulled another wire with the same lot to finish the procedure. No patient complications were reported and the patient status is fine.